Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a dexcom sensor value of 40 mg/dl without feeling low, confirmed a concurrent fingerstick of 74 mg/dl, treated with four glucose tablets, and later observed bg rising to 105 mg/dl; the device alerted for low glucose, and the user reported recent dinner bolus and corrections as possible contributors along with a sensor reading lower than fingerstick. Symptoms included no reported hypoglycemia symptoms. Outcomes included successful self-treatment with oral glucose and no need for external assistance or medical intervention. Investigation included review of device history and sensor calibration with a fingerstick entry, with a plan for additional fingerstick comparison and calibration as needed. Investigation of this case revealed a discrepancy between cgm and fingerstick readings suggesting sensor under-reading that prompted a low alert, with possible contribution from meal and correction insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.